Event description:
It was reported that prior to a stenting treatment procedure, stent damage occurred the target lesion was located in the middle left anterior descending (lad) artery. While removing the 2.25 x 12 mm promus element plus stent system from the package, the stent was crinkled. The device never entered the patient and the device was not used. The procedure was successfully completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).